Event description:
Information received indicates the head section will not lower.

Manufacturer narrative:
The technician found the gas spring was bent. He replaced the head section gas spring assembly to repair the stretcher.